Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp failed to be docked to the catheter. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.